Event description:
During the pta stenting treatment procedure. The xxl 12-4/5.8/75 balloon detached from the catheter. The physician successfully removed the detached balloon with a sanre. The procedure was successfully completed. No pt injuries or complications occurred. Current pt status is reported as 'okay'